Manufacturer narrative:
Additional information gathered from the dealer provided that the end user lost his balance while using the 6291-5f invacare walker outside on the concrete. The dealer stated, ¿the handles were just wobbly, not the whole rollator¿. Also, they are not sure if the end user lost his balance and fell on the walker or if it was the fault of the walker. The walker was requested to be returned, however the dealer was unable to locate it. The walker has been replaced. The end user did not receive any medical treatment for the fractured nose. The owner¿s manual for this device includes the following warnings/instructions: maintenance should be done at least every six months. Regular inspection of parts including hardware, brackets, and plastics, for deformation, corrosion, breakage, wear or compression is recommended. Replace the walker if any of these conditions exist. Ensure the handgrips do not twist on side frame. The handgrips must be tight. Do not use the walker if the handgrips are loose. Replace the walker if the handgrips are loose on the side frame(s).

Event description:
The end user was using the walker outside and fell forward, fracturing his nose. He claimed the handles were wobbly.